Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during an unknown procedure. The device leaked. The device was used as-is to complete the procedure. There was no adverse consequence to the patient. Device was discarded.